Event description:
It was reported that an integrated apd set with cassette was involved in a leak incident during peritoneal dialysis (pd) therapy on the homechoice (hc) device, while the home patient (hp) was not connected. The caregiver (cg) stated that the home patient (hp) connected the heater bag incorrectly and it was leaking. The technical service representative (tsr) advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, an incorrectly connected heater bag was reported and is a known cause of leakage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step-by-step instructions for properly connecting the bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.